Event description:
Physician reported a right side rupture confirmed by ultrasound. Device has been explanted.

Manufacturer narrative:
(B)(4). Initial reporter. Facility: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.